Manufacturer narrative:
Based on the additonal information provided,it cannot be determined that the alleged bleeding event is related to v.a.c.ulta¿.therapy.therefore, kci's reportablity determination remains the same.

Event description:
On may 27, 2016, the device was tested per quality control (qc) procedures by kci technical services, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. The device was returned to kci services on jun 17, 2016. On (B)(6) 2016, the device was tested per quality control (qc) procedures by kci technical services, and the unit passed qc checks and met specifications after placement with the patient. The unit has since been placed with two subsequent patients, and no complaints have been reported. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit related to the reported event.

Manufacturer narrative:
Patient has a history of comorbidities that required anticoagulant therapy including xarelto, aspirin and lovenox which may have contributed to the bleeding event. Based on the information provided, it cannot be determined that the alleged bleeding event is related to v.a.c.ulta. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Device not returned.

Event description:
On jun 28 2016, the following information was reported to kci by the patient's husband: the husband , a retired physician, alleged that the patient (his wife) developed a hemorrhage on or about (B)(6) 2016, and that the [patient's] doctor believed that the pressure of the v.a.c.ulta therapy unit caused the active bleeding. The husband reported that patient was placed on a wet to dry dressing to prevent further bleeding. On jul 25 2016, the following information was provided by the doctor's nurse: the nurse stated that the patient's record did not show that a bleeding event had occurred. The nurse stated that only the patient's admission date to the hospital of (B)(6) 2016 was noted in the record. Multiple attempts to obtain information relating to whether medical or surgical intervention was required to resolve the bleeding and the severity of the bleeding were unsuccessful. A device evaluation of the v.a.c.ulta therapy unit is currently pending completion.